Event description:
It was initially reported that while a pt was in for generator replacement, high impedance was received. Diagnostics were run prior to generator replacement and were within normal limits. Following generator replacement, diagnostics were run again and high impedance was received. The surgeon attempts to reposition the pin but the high impedance remained. It was reported to the company rep that generator diagnostics were run and also received high impedance, but she did not think that they inserted the test resistor for the test. The surgeon did not want to do a revision at the time so the pt was not programming on. X-rays were taken and were provided to the MFR. In review of the x-rays, the pins were fully inserted. There was coiling which was visualized on the x-rays indicating that there may be a potential lead break. The pt is being scheduled for a full revision. The pt has been experiencing an increase in seizures, below baseline. Surgery has not taken place at this time.